Event description:
It was reported that the patient's right ventricular lead exhibited over-sensed noise leading to pacing inhibition. The patient condition was unknown. No additional information was reported.

Manufacturer narrative:
Further information was requested but not yet received. UDI not available as product was manufactured on or before 9/23/2014.